Manufacturer narrative:
(B)(4). Qc investigation completed and product evaluated with defect found. Returned test strips produced high results on glucose control, e-0, and e-5 error messages. Yellow color on strip observed. Vial is contaminated with dry blood on the inside walls. An unknown hard yellow substance loosed inside the vial. R&d final root cause investigation has been completed on 8/26/2016. Most likely underlying root cause is improper storage and handling of test strips.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 7/13/2017. Customer does not have original container and is storing the test strips inside of carrying case.